Event description:
Pt arrived in ER in asystole. Report from nursing home indicated pt had pacemaker inserted (9) days prior at hosp. In the morning niece was conversing with pt, left room and returned shortly to find pt unresponsive.